Manufacturer narrative:
Physio-control verified the reported issue. The device was scrapped and the system pcba was further evaluated. It was found that the issue was due to the single board computer(sbc) card on the system pcba.

Event description:
The customer contacted physio-control to report that their device is stuck in a "self test" screen with a service light. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is stuck in a "self test" screen with a service light. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.